Manufacturer narrative:
Product family: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(4). Batch: 5168764. Product family: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(4). Batch: 5001487. Product family: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(4). Batch: 5110055. Product family: scs-linear fixation. Upn: m365sc43160. Model: sc-4316. Serial: n/a. Lot: 23058780.

Event description:
It was reported that patient experienced inadequate stimulation to the appropriate pain area due to lead migration. The patient underwent a lead revision procedure where the spinal cord stimulation leads were explanted and replaced with an upgraded system. The patient was stable postoperatively. The explanted devices were not returned as they were retained by the medical facility.